Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported post-implant of a laparoscopic adjustable band procedure, the patient presented with no restriction. The band tubing became disconnected from the port. This was detected via fluoroscopy. The locking connector was attached to the port in the locked position. The strain relief was found on the tubing floating in the abdomen. The port was replaced. The patient is fine.

Manufacturer narrative:
(B)(4). The device was not received for analysis. We did not receive a lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Dimension within spec/biological debris impeded hooks retraction. The injection port with locking connector and 11cm of catheter were returned for evaluation. The tubing strain relief was not returned for evaluation. Upon visual inspection, it was observed that the actuator ring was returned in the unlocked position, and three (3) hooks were deployed. Biological debris was observed inside the actuator ring and hooks. Upon microscopic evaluation, the septum was punctured over 30 times. Dimensional analysis of the returned components was performed and all meet specification. A functional test was performed on the injection port with an unsuccessful result; biological debris blocked the mechanism. Product analysis cannot confirm the reported event as the device dimensions around the connection tubing met specification. To mitigate the strain relief "migration" from the locking connector, a design enhancement has been implemented (B)(4). With respect to the inability to retract hooks, observed during the functional test, it is documented within instruction for use that tissues growth may impede ability to rotate the actuator ring and retract the fastening hooks. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.